Event description:
Using omnipod had 2 issues with 2 different pods. It continued to give insulin even after I went low so had to remove it. Customer support was not initially able to debug it for multiple days. I was later told there may have been an incorrect setting. 2nd one even after giving insulin manually multiple times my bg kept increasing to 400. I had to take multiple insulin injections to bring it down as I wasn't sure how much insulin I already had in my system. I suspected there was a leakage somewhere but couldn't confirm. Now I see insulet has recalled that lot due to leakage. This was my first few instances of using a pump and due to this experience I completely stopped using pump and went back to mdis. Pump is supposed to help manage diabetes but if it works incorrectly it can result in death or severe hospitalization. There needs to be a much [invalid]nt quality check and esp if a patient reports an issue they need to look deeply rather than dismissing it. Pt: 1905. Device: 1420, 2964, 1354. Ref: mw5189783. This report captures omnipod 5 #2.